Manufacturer narrative:
This lead was surgically abandoned; therefore we will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that the lead safety switch on this right ventricular lead tripped due to unknown impedance measurements. It was also noted that there was intermittent capture that resulted in the patient experiencing dizzy spells. As a result, this lead was surgically abandoned.